Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause of the reported failure was determined to be due to a failure of a capacitor, designator c76 from the digital pcb assembly. The customer was provided with a replacement device.

Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak) and was unable to power on to provide defibrillation therapy. There was no pt use associated with the reported failure.